Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal and external inspection was performed with no abnormalities noted. The device passed homechoice rite (return instrument test/evaluation) electrical testing. The device passed temperature verification testing. The device failed rite functional testing. The device failed the accuracy confirmation testing with the original piston foam. The piston foam was inspected and found the foam to be deteriorated and the door piston to be cracked at the rib of the right disposable. A test article foam was placed in the device and it was able to pass the accuracy confirmation test. The cause was determined to be deteriorated piston foam. The piston foam was scrapped and the device was sent for servicing. A CAPA was opened to investigate the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.